Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. There was no patient involvement as the customer had not begun insulin therapy with the pump. The customer applied more force to the wake button to resolve the issue.